Manufacturer narrative:
A ge service rep performed an over the phone investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the mouse navigates through system was frozen. If the mouse and the keyboard are not working, the system will not boot. There is no report of injury or death associated with the event described in this complaint.